Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and unexpected restart alarm. The customer¿s blood glucose was 207 mg/dl at the time of incident. Customer stated that the insulin pump alarmed unexpected restart and button error after it has been exposed to moisture. Button error troubleshooting was performed and confirmed that time is advancing. No unexpected restart alarm troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Motor error alarm during the basic occlusion test due to faulty fsr (gold). Unable to confirm reservoir/cartridge anomaly due to motor error alarm. Pump passed displacement test, self test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no unexpected a21 alarm noted. Pump received with cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.